Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will e filed upon completion of the eval, or if any additional details become available. This report represents all info known by the reporter at this time.

Event description:
The facility reported a fail code 810:04. Despite baxter's efforts to obtain additional info, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.